Event description:
It was reported that the patient had experienced an spinous process fracture and loss in pain relief. The patient underwent an procedure in which their superion interspinous spacer was explanted. The explanted device discarded. No additional adverse patient effects were reported.